Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent video connector pin. Based on the results of the investigation, it was not possible to determine a root cause for the reportable malfunctions identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was not working due contact issues. The event was found during set up. There were no reports of patient involvement.